Event description:
The MFR received info alleging a ventilator inoperative condition occurred. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. During the evaluation of the device at the MFR's svc ctr, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.